Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital for elevated blood glucose (bg) levels of greater than 1000 (mg/dl) and diabetic ketoacidosis. Reportedly, the contact stated that the customer believed their pump was "malfunctioning"; however, no additional information was provided. Contact stated that the customer also thought that they may have had food poisoning. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.